Event description:
On (B)(6) 2008, the patient presented for lab examination. On (B)(6) 2009, the patient presented with diagnosis of chronic pain syndrome and underwent x-rays. On (B)(6) 2009 as per billing records, patient presented for any office visit. On (B)(6) 2009, the patient presented with pain in joint pelvic region and underwent CT scan. On (B)(6) 2010, per the records, the patient presented for or services. On (B)(6) 2011, per billing record, the patient underwent nuclear scan of bone (3d) (B)(6) 2011, per billing record, the patient underwent x-ray of chest.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014 the patient underwent MRI of lumbar spine without and with contrast due to chronic low back pain with bilateral extremity pain, weakness and numbness, left greater than right. Impression: 1.l2-3: mild spinal canal narrowing due to mild retrolisthesis with moderate facet spondylosis and small facet joint effusions. Ligamentum flavum thickening and prominent dorsal epidural fat combined with a small circumferential bulge slightly eccentric towards the right. Moderate bilateral neural foraminal narrowing. 2.l3-4 and l4-5: status post interbody fusions, previous laminectomies and right sided pedicle screw/rod fixation without spinal canal stenosis. Mild to moderate neural foraminal narrowing. 3.l5-s1: status post interbody fusion, right pedicle screw/rod fixation a previous right lamina with some enhancing epidural scar. Small broad based bulge slightly eccentric towards the right without evidence of nerve compression or spinal stenosis. Severe right neural foraminal stenosis due to posterior lateral osteophytes elevating the exiting right l5 nerve, mild left neural foraminal narrowing. 4.l1-2: minimal retrolisthesis and a mild posterior bulge without spinal stenosis or nerve compression/displacement. Mild right neural foraminal narrowing. On (B)(6) 2014 the patient presented with complaint of severe pain in the right hip. Assessment: failed back syndrome. On (B)(6) 2015 the patient presented for follow up. Assessment: chronic back pain. On (B)(6) 2015 the patient presented with chief complaint of chest pain. Assessment: patient has cardiac risk factors of hypertension. The patient also has atypical chest pain, dyspnea on exertion and palpitations. On (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 the patient presented for routine follow up. Assessment: hypertension. Impression: patient denies any side effects from the medication. It was reported that (B)(6) 2004: patient underwent l3 sacral fusion on the right side with pedicle screws and interbody devices. (B)(6) 2005: patient presented with pain radiating primarily into the anterior thigh, knee, and shim on the right, lateral thigh numbness. Pain extended from the shin sometimes went to the big toe. Patient moved slowly, had difficulty walking and had sharp pain that went from buttock into his legs. Patient had decreased range of motion. Patientunderwent emg which showed normal spine flexion and extension. CT myelogram showed a lucency around the l3 pedicle screw on the right and the right l3-4 foramen might be narrowed. The right l3 and l4 nerve roots did not fill very well with the patient in the prone position. There was some right l4-5 foraminal narrowing. The patient&#62688;clinical radicular pain seemed to be in the right l4 distribution, although given the extension into the big toe, there could be a compromise at l5. (B)(6) 2005: the patient presented with pre-operative diagnosis of right lower extremity pain rule-out right l3 verses l5 radicular pain and status post l3-s1 decompression fusion. Patient had right l5 selective nerve injection. Assessment: status post technically successful selective l5 spinal nerve block with improvement in an l5 radicular pattern of pain but with continued pain in either l3- or l4 pattern. Patient underwent x-ray. Impression: status post decompression/fusion at l3-s1. (B)(6) 2006: the patient&#62688;leg twisted at work. (B)(6) 2006: patient presented for consultation for right knee. He complied medial and posterior pain, weakness and grating under the patella. Patient had small effusion, complete extension, normal axial and patellofemoral alignment. He is tender over the medial joint line and positive mcmurray&#62688;pain. He had positive anterior drawer and positive lachman&#62688;as well. Assessment: he had a combination of acl and medial meniscus tear, and what sounds like locking. (B)(6) 2006: the patient presented for follow-up of his right knee fifteen and half week after injury. His had normal pain mainly medial and posterolaterally and a little grating under the patella and a feeling of instability. (B)(6) 2006: the patient presented with pre-operative diagnosis of right knee medial meniscus tear, possible lateral meniscus tear and anterior cruciate ligament tear. Patient underwent partial medial menisectomy, right knee operation. Post-operative diagnosis: right knee medial meniscus tear; right knee lateral meniscus tear; anterior cruclate ligament tear right knee. (B)(6) 2006: the patient presented for status post right knee partial medial menisectomy on (B)(6) 2006. Patient stated he noticed some popping and clicking in the back of his knee but stated his condition was improving. Impression: continued progress status post right partial medial menisectomy, patient was stable. (B)(6) 2006: the patient presented for follow-up. Patient was having increasing pain with pt. Examination revealed that his anteromedial and anterolateral portals are prominent, but that was normal. He had absence of an effusion. He did have positive lachman&#62702; (B)(6) 2007: the patient presented for follow-up for his right knee eight weeks after partial medial and lateral menisectomies. Assessment: patient was doing well. (B)(6) 2007: patient presented for closing examination. He had full motion and no effusion, and virtually positive lachman&#62702; he had slight pivot shift with no medial or lateral instability. (B)(6) 2007: the patient presented for follow-up of right knee after nine months after partial medial menisectomy and partial lateral menisectomy. He was developing anterior pain in the left knee. Assessment: he was having more symptomatic acl instability on the right. (B)(6) 2007: the patient presented for follow-up of his right knee after the partial medial menisectomy and partial lateral menisectomy with an associated acl tear. Impression: patient had anterior burning of the medial patella for the past four or five months. Radiographs showed that standing ap of the both, sunrise of both, and lateral of the left. On theleft side he had insignificant osteoarthritis. On the right side, he had osteoarthritis of the medial compartment. Which was still fairly mild. (B)(6) 2007: the patient presented with status post right knee arthroscopy with acl reconstruction. Pati9ent had issues in swelling and pain. Patient underwent following operations: injection left knee with cortisone; right knee anterior cruciate ligament reconstruction with tibialis anterior allograft. Impression: progressive healing status post right knee arthroscopy with acl reconstruction, with probable associated condition of djd exacerbation of the left knee. (B)(6) 2007: the patient presented with a complaint of continued right knee pain. Impression: positive dvt and prescription of levonox for bridge therapy and coumadin 5 mg. The patient underwent lower extremity venous evaluation. Impression: there was a evidence of acute deep venous thrombosis extending from right calf into right distal femoral vein. There was no other acute or chronic deep or superficial venous thrombosis identified. There were no evidence of valvular incompetence. The left leg has no deep venous thrombosis. (B)(6) 2007: the patient presented for follow-up for his right knee status post acl reconstruction, (B)(6) 2007, complicated by dvt. He still had some pain and lot of pain in his leg. (B)(6) 2008: the patient presented for follow-up for right knee after reconstruction with an allograft. Assessment: patient was suggested to do some back exercises as well as abdominal and paraspinal strengthening exercises. (B)(6) 2008: the patient presented for status post left knee cortisone injection and right knee acl reconstruction with tibials anterior graft on (B)(6) 2007. Impression: status post right knee acl reconstruction with allograft and additional complications of dvt. (B)(6) 2008: the patient underwent lower extremity venous evaluation. Impression: the bilateral lower extremity deep and superficial veins were present with no evidence of acute or chronic venous thrombosis or significant venous insufficiency. (B)(6) 2008: the patient presented for synvisc injection #1 to his right knee. (B)(6) 2008: patient presented for follow-up on his right knee after acl reconstruction. His knee was stronger but still it used to buckle. Assessment: patient had significant arthritis in both the knees. (B)(6) 2008: the patient presented for synvicsc injection #2 to his right knee and left knee synvisc injection #1. (B)(6) 2008: the patient presented for synvisc injection #2 to his left knee and synvisc injection to his right knee. (B)(6) 2008: the patient presented for synvisc injection #3 to his left knee. (B)(6) 2008: the patient presented for follow-up his right knew five months after acl reconstruction. He wears neoprene on his right knee, because he feels little unstable. Assessment: patient is doing better. (B)(6) 2008: the patient presented for recheck of right knee after partial menisectomy. He complains of pain medially and some weakness. On exam of his right knee, he extends completely. There was no effusion. There was no medial or lateral instability. In regard to his left knee, he is little tender over the medical joint line. Assessment; patient was probably symptomatic because of arthritis. Updates on (B)(6) 2015: (B)(6) 2009: the patient presented with history of pain in the right breast with palpable prominence and underwent mammogram diagnostic w/cad bilateral exam. The patient also underwent ultrasonic exam of right breast. Impression: acr: 3-probable asymmetric fibroglandular element in the right breast compared to left. (B)(6) 2009: the patient underwent x-ray of left knee 3 views. Impression: normal study. (B)(6) 2009: the patient underwent CT of abdomen and pelvis was performed without oral or intravenous contrast. Coronal reformatted images were generated in addition to conventional axial and sagittal sections. Impression: calcification in the right and left kidney. Prostate enlargement; prostate calcification; lumbar surgical stabilization and tens stimulator; non contrast abdomen and pelvis exam. (B)(6) 2009: the patient presented with history of injury to his left knee when he twisted it. He does not have much of the problem with this knee in past. Impression: possible lateral meniscal injury or sprain. (B)(6) 2009: the patient presented with a complaints of left knee injury. X-rays of left knee includes bilateral ap weight bearing and merchant views. Impression: sprain, left knee, occurring on (B)(6) 2009. Early osteoarthritis, left knee; moderate osteoarthritis, right knee, status post acl reconstruction in 2007, complicated by post-op dvt; obesity, complicating right knee pain; chronic lower back pain , status post lumbar spine injury in 2004 with placement of a neuro transmitter. (B)(6) 2009: the patient presented for establish care and follow-up of hypertension and medical problems. Impression: hypertension; osteoarthritis of the lower back with radicular pain; obesity; cardiac septal defect; osteoarthritis of the knee; preventive medicine; erectile dysfunction. (B)(6) 2009: the patient presented with history of kidney stones, difficulties avoiding and premature ejaculation. Impression: slow ur inary stream; history of renal calculi; premature ejaculation. (B)(6) 2009: the patient presented for follow-up evaluation regarding his left knee. Impression: early osteoarthritis, left knee, with exacerbation after a spraining injury, (B)(6) 2009; moderate osteoarthritis, right knee, status post acl reconstruction, 2007, complicated by post-op dvt; obesity, complicating knee pain; chronic low back pain status post lumbar spine surgery in 2004 with placement of neurotransmitter. The patient is not able to undergo MRI for his left knee. (B)(6) 2009: the patient presented with a complaint of elevated blood pressure. Impression: mild dehydration; hypertension; hyperchole sterolemia; osteoarthritis; bph, stable. (B)(6) 2009: patient presented for cystoscopy. Impression: slowing of the urinary stream; renal calculi; nocturia. (B)(6) 2009; the patient presented for abnormal labs. Impression: type ii diabetes mellitus; hypertension; dyslipidemia; osteoarthritis of the knee and back. (B)(6) 2009: the patient presented for abnormal labs. Impression: type ii diabetes is stable; dyslipidemia; hypertension; osteoarthritis of lumbar spine. (B)(6) 2009: the patient presented for lumbar spinal surgery 2004, core strengthening. (B)(6) 2010: the patient presented for follow-up of diabetes. Impression: type ii diabetes was under control; hypertension, increase lisinopril to 5 mg once a day; dyslipidemia, better controlled. (B)(6) 2010: the patient underwent x-ray of chest pa and lateral radiographic views. Impression: no acute disease. (B)(6) 2010: the patient presented for follow-up of diabetes and hypertension. Impression: type ii diabetes is stable; hypertension, d iscontinue caduet; dyslipidemia; lumbar spine arthritis, stable. The patient underwent EKG. Impression: within normal limits, incomplete right bundle branch block. (B)(6) 2010: the patient presented with history of pain and underwent MRI of the left knee. Impression: anterior to the fubular head was a 6-7 mm ganglion; there were some high signal in the acl, which could possibly suggest a mild intrasubstance tear but not a significant injury. The lateral femoral condyle shows, mild translation posteriorly on the lateral tibial plateau. (B)(6) 2010: the patient presented with history of knee pain instability and underwent MRI of right knee. Impression: acl reconstruction. The acl appears to be intact. Posterior translation of the bilateral femoral condyle on the lateral tibial plateau may suggest acl dysfunction but acl does appear to be intact. (B)(6) 2010: the patient presented with chief complaint of nevus on the right ear. Impression: lesion, right ear. Question whether this may be a malignant melanoma. (B)(6) 2010: the patient presented for status post left knee arthroscopy. Assessment: physical therapy; knee pain; muscle weakness. (B)(6) 2010: the patient presented with complaint of worsening anxiety. Assessment: anxiety disorder; hyperlipidemia; complaint of chest pain. (B)(6) 2010: the patient presented for follow-up on recent therapy for anxiety and hyperlipidemia. Patient complained of worsening of anxiety with some episode of panic attacks. Assessment: anxiety; hyperlipidemia; obesity. (B)(6) 2010: the patient presented for sinus congestion for 6 weeks. Assessment: sinus infection. (B)(6) 2010; the patient presented for follow-up of lab work. Lab work showed that the patient&#62688;lipid panel has significantly improved with an ldl. (B)(6) 2010: the patient underwent MRI of lumbar spine with or without contrast due to lumbar radiculopathy. Impression: prior right sided lumbar fusion with cage intradiscal devices spanning the l3 through s1 vertebrae, metallic related artifact largely obscures this region. (B)(6) 2010: the patient presented for results of MRI of the lumbar spine from (B)(6) 2010. The MRI concluded that the patient has evidence of right sided lumbar fusion with cage intradiscal devices. Mildleft sided intervertebral foramen narrowing with the evidence of bulging disk. He stated that he was having difficulty in moving bowels due to use of nartocis. Assessment: chronic back pain status post surgery and multiple attempts from specialties to control his pain; constipation due to narcotis; erectile dysfunction; anxiety. (B)(6) 2010: the patient presented for follow-up of pain management and complaint of erectile dysfunction. Assessment: chronic pain management; erectile dysfunction; constipation due to use of opiate medication. (B)(6) 2011: the patient presented with low back pain and underwent CT of lumbar spine without contrast. Impression: status post fusion extending from l3 through s1 right of midline. At l5-s1, there was an irregular lucency involving the right posterior elements, perhaps a pseudarthrosis. (B)(6) 2011: the patient presented with a complaint of dizziness and sinus congestion and occasional chest congestion at night. Assessment; sinusitis. (B)(6) 2011: the patient presented with chronic low back pain and also bilateral knee pain. Assessment: chronic low back pain; low testosterone; bilateral knee pain; obesity; hypertension; history of sleep apnea.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient presented for the office visit. Impression: this is a patient with an acute neurologic event consistent with a stroke. On (B)(6) 2006: the patient underwent x-rays pa and lateral chest status post pfo closure. Impressions: lung volumes are low but lungs are clear. The heart size is normal. A pfo closure device is in place. There are neurostimulators in the lower thoracic spine. On (B)(6) 2006; (B)(6) 2006; (B)(6) 2006: the patient presented with follow up visit for hypertension, dysarthria, left facial droop, and right frontal stroke. On (B)(6) 2009: the patient underwent left heart catheterization and coronary angiography with the history of neurologic event status post patent foramen ovale closure and device placement in 2006. Impressions: no obstructive coronary artery disease noted. There is mild ectasia of the vessels which suggested some atherosclerosis. Of note, the patient's previously placed patent foramen ovale closure device looks well seated on fluoroscopic imaging. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2009: the patient presented chronic lumbar pain, right lower extremity radiation, presence of an implanted spinal cord stimulator. Musculoskeletal examination revealed: tenderness on palpation of paraspinous muscles. Difficult to elicit right knee reflex. There was reduced sensation in approximately l3 part of l4 dermatomal distribution on the right. On (B)(6) 2009: the patient underwent pfo closure with an amplatz device using intracardiac echo guidance. No patient complications were reported. It was reported that (B)(6) 2003: the patent presented with low back and right leg pain. The patient underwent MRI of the lumbar spine. Impression: there are mild diffuse degenerative disc changes from l1 through l5-s1. L2-3 small paracentral to the right noncompressive disc protrusion with mild right sided intervertebral neural foraminal stenosis. L3-4 mild bilateral intervertebral neural foraminal stenosis with mild degenerative facet changes. L4-5 broad based right paracentral disc protrusion extending into the foramen, with mild to moderate bilateral intervertebral neural foraminal stenosis, mild degenerative facet changes, moderate degenerative disc changes with discogenic end plate change. L5-s1 small right paracentral annular tear without focal disc protrusion, mild to moderate bilateral intervertebral neural foraminal stenosis, mild degenerative facet changes. On (B)(6) 2003, (B)(6) 2003: the patient underwent fluoroscopic right l3-l4 translumbar epidural steroid injection. On (B)(6) 2003, (B)(6) 2003: the patient presented with follow up of right sided low back pain. On (B)(6) 2003: the patient underwent MRI which is significant for multilevel degenerative disc disease. On (B)(6) 2003: the patient presented with the follow up of his low back and right lower extremity pain. On (B)(6) 2003: the patient presented with low back pain with numbness in an l4 distribution. Degenerative disc disease, l4/5. The patient underwent right sided l4 nerve root block. Impression: first left sided l4 nerve root block. On (B)(6) 2003: the patients presented for a follow up of his low back pain. Assessment: right sided low back pain which is discogenic in nature. On (B)(6) 2003: the patient was diagnosed for degenerative disc lumbar. On (B)(6) 2004:the patient presented with back and right leg pain. The patient underwent lumbar discography l3-4and l4-5. Impression: degenerative l3-4 disc with annular tear and epidural extravasation. Injection into this disc stimulates a pattern of back pain and some hip pain. The back pain is similar to hip pain when he bends. No right leg pain stimulated. Degeneration of mild narrowing of the l4-5 disc. There is annular tear with epidural extravasation. Injection into the disc stimulates back pain quite similar to his usual back pain he bends forward. No leg pain is stimulated. The patient underwent CT of lumbar spine l3-5,post discogram. Impression: degenerative l3-4 disc with evidence of concentric annular tear and epidural extravasation. Degeneration and mild narrowing of the l4-5 disc. There is annular tear with epidural extravasation extending more along the left side caudally. On (B)(6) 2004: the patient presented with incapacitating low back pain. Pre-op diagnosis: multilevel degenerative disease with incapacitating low back pain. The patient underwent: trans facet discectomies, l3-4, l4-5 and l5-s1. Replacement of disc with peek prostheses containing rh-bmp2/acs sponges, stabilization with pedicle screws and rod construct, l3 through s1, right. Harvesting additional autograft from left iliac crest. Use of operating microscope. Use of intraoperative fluoroscopy for pedicle screw placement. Intra-op: partial facetectomies and complete laminectomies was performed on the right including l4 and l5 and partial laminectomies of l3 and s1. Removal of portions of facet joint enabled easy identification of the pedicle. Then l4-5 then l5-s1 and finally disc l3-4 was removed. Pedicle screws were placed, then 6.2, 50mm synthes screws at each level was placed. A l3-4 took a 17mm graft, l4-5 15 and l5-s1 17. Peek graft were then obtained and filled with sponges and fused with rh-bmp2/acs. A large amount of cancellous and strip graft from the left iliac crest was harvested. Cancellous bone was packed down into the disc space at each level. Top hats on pedicle screws were placed. The strip graft was placed out over the transverse processes laterally. To achieve true posterior fusion, after covering dura with a long strip of gelfoam, the laminar and facet bone that were harvested were placed. Postoperative diagnosis: multilevel degenerative disease with incapacitating low back pain involving substantial more spinal stenosis.the patient was discharged on (B)(6) 2004. On (B)(6) 2004: the patient underwent x-ray of lumbar spine. Impression: probable postoperative ileus. On (B)(6) 2004: the patient presented with some numbness in a diagonal stripe just above and below the kneecap. Episodic sharp pain in the back when he gets up from rucumbency in bed. The patient underwent x-ray. New calcification through the centre of the interbody devices at the l4-5 and the l5-s1 levels. On (B)(6) 2004: the patient presented with lumbosacral degenerative disc disease post right sided fusion. Impression: no significant change. On (B)(6) 2005: the patient presented with post lumbar fusion surgery. Lower back pain radiating into the right lower extremity. The patient underwent CT of lumbar spine. Impression: status post posterior fusion and placement of right sided pedicle screws from l3-s1. There are fragmentations along the course of the pedicles, causing mild to moderate narrowing of the inferior aspect of the right neural foramina from l3-4 to l5-s1. There is also mild to moderate degenerative disc bulging/osteophyte formation in the right paracentral/lateral aspect, causing mild to moderate compression of the right anterior thecal sac at these levels. At l2-3 , mild to moderate diffuse degenerative disc bulging, causing mild bilateral neural foraminal narrowing an compression of the thecal sac. On (B)(6) 2005: the patient presented with back pan, hip pain and right leg pain. On (B)(6) 2005: the patient presented with : intractable neuropathy lumbar spine pain and associated right lower extremity radiculopathy. The patient underwent the following procedures: implantation of thoracic lumbar spinal cord stimulator leads linear electrode array, x2 (16 contact electrodes). Implantation of pulse generator and creation of surgical pocket at iliac crest. Epidurogram, thoraco-lumbar. Needle placement and guidance via fluoroscopy(x2). Intraoperative and postoperative computer generated spinal cord stimulation trail, extensive. Intra-op: a #15 gauge r-k needle was inserted in the midline of the l1/@ intervertebral space and advanced into ligamentous flavum at about a midline entry at the t12 level. Due to obesity significant difficulty was initially encountered in achieving the appropriate depth and angulations to enter the ligamentum flavum without aggressively entering the intraspinal column with potential damage to the spinal cord. On (B)(6) 2005, (B)(6) 2004: the patient presented with history of pain and prior anterior fusion. The patient underwent x-ray of lumbar spine. Impression: stable appearance of lumbar spine. On (B)(6) 2006: the patient presented with twisted right knee. Assessment: knee strain with probable meniscal tear. The patient underwent x-ray of his right knee. Impression: normal right knee. On (B)(6) 2006: the patient presented with knee pain. Assessment: clinical posterior meniscal tear of his right knee. Elevated blood pressure, inadequately monitored. Anxiety. On (B)(6) 2007: the patient presented with preoperative evaluation for right knee surgery and bariatric surgery.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgery at l3 to s1 using rhbmp-2/acs. Subsequently, patient's post-operative period has been marked by increasingly severe pain in his legs. Patient continues to experience severe and unrelenting pain that radiates into his lower extremities.

Event description:
It was reported that on (B)(6) 2008, the patient presented for nuclear medicine myocardial perfusion adenosine stress test. (B)(6) 2015, the patient presented in the facility.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that (B)(6) 2003:the patient underwent fluoroscopic right l3-l4 translumbar epidural steroid injection. No patient complications were reported. On (B)(6) 2003: the patients presented for a follow up of his low back pain. Low back pain radiated down right leg. He also had numbness in outer right thigh, stabbing pain in right foot. Assessment: right sided low back pain which is discogenic in nature. On (B)(6) 2003: the patient presented for follow-up with low back pain. He also had complaints of right lower extremity pain. On (B)(6) 2004: the patient presented for follow-up with low back pain radiating down bilateral legs, right leg worse. On (B)(6) 2004: the patient presented with low back pain and leg pain syndrome. On (B)(6) 2004: the patient presented with low back pain and right leg numbness radiating down into right foot. On (B)(6) 2004:he had low back pain and right leg pain with numbness. X-rays of the lumbar spine were done, which revealed interbody grafts at l3-4, l4-5 and l5-s1 in good position. On (B)(6) 2004: the patient presented for follow-up of fusion in (B)(6) 2004. On (B)(6) 2004: the patient presented for physical therapy. On (B)(6) 2004: the patient presented with degenerative disc disease, lumbar. On (B)(6) 2004: the patient presented with low back pain and right lower extremity pain. On (B)(6) 2004: the patient presented for physical therapy with the diagnosis of: l3-s1 fusion in (B)(6) 2004. On (B)(6) 2004: the patient underwent 2 views of lumbar spine due to back pain. Impression: stable post-op changes. On (B)(6) 2004: the patient presented with numbness in a diagonal stripe just above his kneecap. The patient also had some sharp pain in the back. On (B)(6) 2004, (B)(6) 2005: the patient presented for follow-up of fusion in (B)(6) 2004. On (B)(6) 2005: the patient underwent three views of lumbar spine due to lumbar disc degeneration. Impression: unchanged postoperative appearance of the lumbar spine. On (B)(6) 2005: the patient presented for follow-up. He underwent x-rays which revealed no clearcut bony ingrowth across his several instrumented interspaces, but neither did it show any evidence for pedicle rod and screw displacement or failure. On (B)(6) 2005: the patient presented for follow-up. On (B)(6) 2005: the patient presented with the following diagnosis: degenerative disc disease, lumbar (post lumbar laminectomy). On (B)(6) 2005: the patient presented with persistent pain post lumbar fusion. He underwent lumbar epidural steroid injection. On (B)(6) 2005: the patient presented for follow-up. The patient underwent x-ray of lumbar myelogram. Impression: very small amount of arachnoiditis at the inferior most aspect of the thesac sac. Partial non-filling of the right l3 nerve root of uncertain etiology. Tiny lucency around the right l3 pedicle consistent with either very early loosening or granulation tissue. Moderate to marked right l3-4 bony neuroforaminal compromise due to a very large osteophyte off the inferior end plate of l3 with right l4 nerve root cut off. Marked right l4-5 bony neuroforaminal compromise due to a large confluent osteophyte with right l5 nerve root cut off. Small far right intraforaminal disc herniation l5-s1 with marked right l5-s1 neuroforaminal compromise. Left renolithiasis. He also underwent 5 views of lumbar spine due to right sided leg pain. Impression: post-operative changes; no significant abnormality. On (B)(6) 2005: the patient presented with low back pain and radiculopathy. He underwent electrodiagnostic study, which was normal. On (B)(6) 2005: the patient presented for follow-up with right leg pain and weakness. On (B)(6) 2005: the patient presented with persistent right leg pain with paresthesia, and low back pain. Assessment: l5 radiculopathy on the right with persistent back pain. On (B)(6) 2005: the patient underwent the following procedure: caudal epidural injection with epidurography performed with intra-operative fluoroscopy. On (B)(6) 2005: the patient presented for follow-up with back pain and radicular symptoms to the right hip and leg affecting right thigh. He also complained of right leg and right thigh numbness. On (B)(6) 2005: the patient presented for follow-up visit status post spinal cord stimulator implantation. Assessment: right hip joint pain likely arthritic in nature. On (B)(6) 2005: the patient presented with for programming of his spinal cord stimulator. Assessment: break through hip pain. Hip condition independent of lumbar spine and possibly arthritic in nature. Spinal cord stimulator to be programmed to get better capture of the hip pain. On (B)(6) 2006: the patient presented with left sided facial asymmetry and evaluation of abnormal CT of head. Assessment: left facial droop. Undergone carotid doppler study and fasting lipid study, and both appear unremarkable. On (B)(6) 2006: the patient underwent CT of the head with CT of cerebral angiography, due to "cva". Impression: no filling defects, branch-vessel occlusions, or other significant cerebrovascular abnormalities. On (B)(6) 2006: the patient presented with the follow-up of chief complaint of stroke. On (B)(6) 2006: the patient presented for physical therapy for evaluation treatment of his right knee as a result of a posterior medial meniscus tear and resultant meniscectomy on (B)(6) 2006. On (B)(6) 2007: the patient presented with sharp pain in right knee. On (B)(6) 2007: the patient presented for evaluation and treatment of right knee acl reconstruction and left knee pain. On (B)(6) 2008: the patient presented for follow-up post spinal cord stimulator permanent implantation. The patient had pain in walking. On (B)(6) 2008: the patient presented for follow-up with knee pain and lumbar axial pain. On (B)(6) 2009: the patient presented with hip bursitis, knee pain and knee osteoarthritis, and chronic low back pain. He underwent the following procedures: right hip bursa injection under fluoroscopic guidance. Right knee injection. On (B)(6) 2010, : the patient presented for follow-up. Assessment: chronic lumbalgia. Failed back surgery syndrome. History of lumbar radiculopathy. Spinal cord stimulator. Myofascial pain syndrome. Bilateral knee pain. On (B)(6) 2011: the patient presented for follow-up. Assessment: chronic back pain and lumbar spine fusion l3-s1. Failed back surgery syndrome. Myofascial pain syndrome. Osteoarthritis of the knee and chronic knee pain. On (B)(6) 2011: the patient presented for follow-up. Assessment: status post multilevel lumbar spine fusion l3-s1. Failed back surgery syndrome. Sacroiliac joint dysfunction, worse on the right. Osteoarthritis of the knee and chronic pain, right worse than left. On (B)(6) 2011, (B)(6) 2012: the patient presented for a follow-up with chronic back pain, history of fusion and failed back surgery syndrome. Assessment: chronic back pain and lumbar spine fusion l3-s1. Failed back surgery syndrome. Chronic joint dysfunction. Bilateral knee pain and osteoarthritis. After the rh-bmp2/acshe patient injuries include, but are not limited to: neuropathy; pain which radiates to his legs; retrograde ejaculation; unexplained bony overgrowth, including osteophytes causing foraminal narrowing; sterility; and weakness. The surgery also did not fix the bulge issues in his back. The symptoms also included severe pain and weakness, particularly on his right side. His pain begins to radiate and become more severe late at night, even waking him at times. He has had sexual dysfunction issues and urinary frequency. It was reported that on: (B)(6) 2009: the patient presented with back pain, leg pain, and chronic back pain issues. On (B)(6) 2010: the patient presented for follow up. Assessment: bilateral knee pain, possible chondromalacia or meniscal injuries or irritation. Chronic low back pain with history of lumbar spine fusion and hardware. Failed back surgery syndrome. Myofascial pain syndrome. On (B)(6) 2010: the patient underwent bilateral knee injections. The procedure went well without any complications. On (B)(6) 2010: the patient went for an office visit. Impression: type 2 diabetes mellitus, stable. Continue with glucophage and dietary restriction. Hypertension. Dyslipidemia. Lumbar spine arthritis, stable. Pa and lateral radiographic views of the chest impressions: no acute disease. On (B)(6) 2010: the patient presented with the following preop diagnosis: lumbar radiculopathy. Lumbalgia. Spinal cord stimulator. Procedure: explantation of spinal cord stimulator and two leads. The patient underwent the procedure well without any complications. On (B)(6) 2010: the patient went for an office visit for follow up. Assessment: acute back pain. Bilateral knee pain. Chronic low back pain. Myofascial pain syndrome. On (B)(6) 2010: the patient went for an office visit for follow up. On (B)(6) 2011: the patient went for an office visit for follow up. On (B)(6) 2012: the patient went for an office visit for follow up.